Manufacturer narrative:
Concomitant medical product: dtba2qq ICD implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed t wave over-sensing and re-programming was performed. Later, the lead displayed short v-v, noise, varying impedance, and a "dropping of the minimum r wave. The lead remains in use and no patient complications have been reported as a result of this event.